Event description:
Caller stated that he purchased five (5) sets of insulin pen. Two of the pens knob cannot be turned to infuse insulin so he cannot use them due to this mechanical issue. He believed this pens are defective. He called the manufacturer and was sent a returned postal envelope to return both pens and he did. About a month later he received a letter from the manufacturer acknowledging that the pens are received and will investigate the matter and get back to him. Caller is disappointed because the manufacturer are not taking responsibility for their defective product. Reference report: mw5170349.